Event description:
Procedure: posterior spinal instrumentation and fusion levels implanted: t3-l1 prior to surgery, patient was diagnosed with scoliosis by her pediatrician after a yearly screening at school by the school nurse. On (B)(6) 2009: the patient visited a facility which offered to place her in a brace, but which refused to consider surgery due to her age and degree of curvature. Until her degree of spine curvature reached 50 degrees and she was skeletally mature. On (B)(6) 2010: the patient sought second opinion in another facility where doctor noted patient's curvature at 37 degrees to the right with a truncal shift, but he did not believe that surgery was appropriate at the time given the extent of her deformity and her immature skeletal development. On (B)(6) 2010: the patient was diagnosed with a 52-degree curvature, right rib hump, truncal asymmetry with truncal shift, and an imbalance of the shoulders. The patient underwent a posterior spinal instrumentation and fusion from t3-l1. The patient was implanted with rhbmp-2/acs. And her age at time of operation was 14 years. Post-op, patient has alleged increase in pain and has markedly reduced in both flexibility and mobility. Patient also reported that she can no longer find comfort when lying in bed and still suffers from serious back pain. Patient was advised to keep exercising when patient complained of her serious pain and mobility loss during post-operative appointments.

Manufacturer narrative:
(B)(6). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.